Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardiac monitor deemed a sinus rhythm with ectopics as atrial fibrillation. The physician noted this false episode was a diagnostic anomaly. Programming changes were made. There were no patient consequences.